Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also stated insulin was not able to exit from their reservoir. Customer also stated there was resistance when attempting to push insulin through with a plunger push. The customer also reported experiencing a high blood glucose of 526 mg/dl. Customer declined to troubleshoot for their high blood glucose. Customer stated they will be bolusing to treat their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.